Event description:
Boston scientific received information that during a competitor left ventricular (lv) lead revision procedure, it was observed that an old sponge (or a foreign material) was left in the pocket from a previous procedure. The lv lead was successfully revised and the pocket was reclosed. Approximately one week later, it was discovered that the patient had a pocket infection. The patient was then referred to another facility for a system extraction. All products were successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.